Event description:
A report was received that the patient developed an infection at the pocket and midline incision site. Symptoms include redness and extreme pain. Antibiotics was prescribed and the patient underwent an explant procedure. It was believed that the infection was not device or procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm; model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model#: sc-4316, lot/serial #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.